Event description:
The customer reported that in the middle of the night she went down to 57mg/dl and was very incoherent. The paramedics were called and treated her with five glucose tablets, orange juice and a sandwich. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned being in and out of the hospital for the past seven months. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.